Event description:
It was reported that the patient was experiencing ineffective pain relief and ipg site pain. It was also reported that the patient had internal sunburn from the ipg. The patient underwent a system explant procedure. The explanted devices were discarded by medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn : m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).